Event description:
It was reported the lead was capped and replaced due to fracture. It was further reported that a implantable cardioverter defibrillator and a ventricular lead were implanted in the patient. The patient required replacement surgery of the lead. The patient went to the hospital after suffering multiple inappropriate firings and was emotionally distraught. The patient has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, impedance measurements of 608-1872 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, impedance measurements of 608-1872 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.